Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the r-unit exterior (outer tube). Based on the results of the investigation, a probable root cause could not be identified. However, the most probable cause of the additional malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had e104 fog free error. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.